Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation with a varipulse¿ bi-directional catheter and the patient experienced oxygen desaturation / bronchial spasm that required IV steroids, nebulizer, and CPAP (continuous positive airway pressure). When doling a varipulse pro procedure, everything worked out fine at the beginning. After the 3 ablations at the left superior pulmonary vein (lspv) the oxygen saturation dropped. It seemed to have been a bronchi spasm. After giving steroid IV and a nebulisor, it was controllable and they could move on with the other veins. They also gave a CPAP mask to better be able to work on. No other issues. Patient was breathing normally after waking up after the procedure. Patient did not require extended hospitalization. The physician's opinion on the cause of the adverse event was patient condition. The physician said that with those kind of patients, he had this issue already with pfa. "Really rare, but it can happen."

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31682295l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).